Event description:
This is an international report where a nurse was unpacking the minicaps and found a package that was partially unsealed. No patient involvement; therefore, no patient injury or medical intervention occurred.

Manufacturer narrative:
(B)(4). The root cause of this complaint was undetermined.

Manufacturer narrative:
(B)(4). The sample evaluation is expected, but not yet begun. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Received pictures of the mini cap in original packaging in reference to package related issue. Picture of pouch was visually inspected with seal opened along pouch supplier seal of pouch. Transfer of tyvek to polyester/low density polyethylene eva sealant layer was visible. The complaint was confirmed in the lab for damaged. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.